Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 212 mg/dl. Caller stated that the customer's insulin pump was not giving her any insulin and it was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.